Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: "3 inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a cut in the universal cord. Upon further inspection, it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the video connector and video connector case had a crack due to a handling problem. It was observed that the label on the video connector was peeled. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, video connector, video connector case, light guide cover glass, light guide connector, switch 1, lock engagement lever, up-down plate, right-left lever, angulation lever, the grip, control unit, right-left plate and on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had an air leak from a crack in the cord. The reported issue occurred during preparation of use for a laparoscope procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive around the objective lens was peeled which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.